Event description:
It was reported that on (B)(6) 2010, due to unstable angina, the patient underwent the index procedure with deployment of one 3.0x12 promus stent to the mid left anterior descending coronary artery. Post procedural residual stenosis was 0% with timi iii flow in the treated lesion. On (B)(6) 2010, the patient received a peri-procedural loading dose of clopidogrel 600 mg. On (B)(6) 2010, the patient began clopidogrel 75 mg dosing and was discharged from the index hospitalization. On (B)(6) 2011, the patient died. Cause of death is unknown and autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported death is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the cause of death was acute pulmonary fibrosis and respiratory failure. An autopsy was not requested. No additional information was provided.

Manufacturer narrative:
(B)(4).